Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio observed that the device had a damaged external third party usb data cable plugged into the unit; however, no functional failures of the cable were observed.  The cable was removed from the device due to the damage. As a precaution, physio then replaced the system pcb assembly, battery contact assembly and the device's battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had powered off by itself following the delivery of a synchronized shock of 100 joules. Medical personnel troubleshot the device, removing and reinserting batteries, but it would not respond. &#837;d(B)(6) personnel requested a backup device; however, the patient's rhythm converted to a normal sinus rhythm (nsr) so instead of waiting for the backup device, they transported the patient to the hospital. After approximately 10 minutes of downtime, and while en route to the hospital, the customer's device powered back on. There were no reports of adverse effects to the patient as a result of the reported issue. No further information about the patient or the event was provided.